Event description:
It was later reported that the rotor turned. A dye study was performed on (B)(6) 2015, the catheter access port (cap) was accessed but was unable to aspirate the catheter. The rotors of the pump were checked and looked good. The patient was to follow up with his managing physician on (B)(6) 2015 and they will do some test bolus's to see if the patient responds. If the patient does not respond, the managing physician will refer the patient to neurosurgery for an exploratory catheter revision.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. During another refill, the reservoir was expected to contain 4ml but was found to contain 17ml. The patient was scheduled for a catheter replacement on (B)(6) 2015.

Event description:
It was reported that there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: 21 ml and erv: 4 ml. Action had not yet been taken, but a dye study to look at the catheter was planned. The cause of the issue was not determined. The patient¿s status at the time of report was alive ¿ no injury. The patient did not experience any symptoms as a result of the event. It was later reported that the patient experienced spasticity in their legs. The other medications (oral, etc.) The patient was taking at the time of the event included the following: bupropion, simvastatin, clonazepam, and omeprazole. In regards to the cause of the discrepancy, ¿other: med volume discrepancy¿ was noted. As reported there was no indication that the cause of the discrepancy was related to a programming error, catheter / pump issue, or pocket fill as ¿other¿ was indicated. A CT of the abdomen / pelvis revealed no disconnection of the pump or catheter. The patient recovered without permanent impairment. The pump was used to infuse baclofen with concentration of 2000 mcg/ml at a dose rate of 937.4 mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter. (B)(4).